Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/16/2017 with the following findings: review of the black box data revealed power on reset event after the occurrence of call service alarms (052 and 128). On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank due to being cracked and damaged. Investigation did not duplicate the alleged power issue; the pump had power as evidenced by functioning audio tone and vibration features. Unrelated to the complaint, the battery compartment was noted to be cracked.